Event description:
Patient was revised to address instability and poly wear.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'vd (B)(6) 2014 - clinical report states revision due to instability. Part information was rec'vd. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address instability and poly wear. Doi: 1995 dor: (B)(6) 2013 (right hip). Update rec'vd 02/07/2014 - clinical report states revision due to instability. Part information was rec'vd. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event without device examination. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. In addition, this product code is now obsolete. Based on the investigation the need for corrective action is not indicated.